Event description:
The implant failed due to infection. The implant was placed at #16 and removed after 2 mos. Healing abutment was loaded, moderate oral hygiene, moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health info about pt. See scanned pages.